Event description:
On (B)(6) 2016, I had a cardiac electrophysiology study done at the houston methodist hospital. During the procedure, doctor noticed dysfunctional signals from one of the splines of the rhythmia orion catheter. When they pulled catheter out one if the splines was missing. Upon fluoroscopy they noticed filament in left upper lung field. CT scan was done and embolized catheter was found in pulmonary artery branch. Embolized catheter remains at this time in pulmonary artery.